Manufacturer narrative:
The device was returned for evaluation. The battery voltage was above elective replacement level and no header anomaly was found. Electrical testing found the device functioned normally. Longevity testing found no anomalies.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted. The patient was stable.